Event description:
Two 18 fr gore introducer sheaths were used bilaterally durind the procedure to implant excluder devices. During the case, the left sheath was accidently pulled out twice. Approximately 2 liters of blood were lost. In addition, some blood was leaking through hemostatic valve of the introducer sheaths. There was no adverse outcome for the patient.